Event description:
It was reported that blue winged cap was found to be missing from a large volume infusor before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the root cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The lot 13k009 was manufactured october 30, 2013 - november 1, 2013. One sample was received at the plant for evaluation. The unit was outside of the original packaging. Visual inspection confirmed the reported condition. No other test was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.